Event description:
Aol reconstruction using a hamstring autograft on left extremity. On insertion of the screw into g\femoral tunnel, tip of screw broke deep into the tunnel and could not be removed. Physician decided to leave screw tip in and placed a second screw into the femoral tunnel. No adverse consequences with the patient were reported due to event.